Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case device only, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned an unknown male patient of unknown origin. Medical history and concomitant medication were not provided. The patient received unspecified insulin via a reusable pen (humapen ergo ii), at unknown dosing frequency via unknown route for type ii diabetes, beginning on an unknown date. Since an unknown date in (B)(6) 2026, he had experienced device issues as the plunger was broken and had increased in his diabetes levels (pc number pc-541690 and lot d753705). On (B)(6) 2026, his fasting blood glucose was 631 and at night 622. On (B)(6) 2026, his level was 600 (reference ranges, values and units not provided) due to the lack of insulin application (possibly incomplete dose administered). He went to an emergency care unit, a regular dose was administered, and he received IV fluids for hydration. The event of blood glucose increased was considered serious by the company due to medically significant reasons. Information regarding corrective treatment, outcome of the events was not provided. Status of the unspecified insulin and humapen ergo ii was not provided. The user of the humapen ergo ii device was patient, and his training status was not provided. The general device duration and humapen ergo ii suspect device duration of use was not provided. The action taken with suspect humapen ergo ii was unknown and its return status was expected. The reporting consumer did not provide relatedness of events to suspect humapen ergo ii. Edit 21jul2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.